Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was beeping and the customer did not know the reason why this occurred. During troubleshooting with tandem technical support (cts), it was identified in the pump logs that there was an incomplete bolus. The customer's blood glucose (bg) was 315 mg/dl. The customer completed a bolus during the call with cts to address bg level. The customer was educated about the incomplete bolus alert and the customer acknowledged.